Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. The device completed first and second primes in an expected number of pulses. No damages were observed to the device that would cause the needle mechanism to deploy late. The cause of the event cannot be determined. Damages were observed to the top housing, bottom housing, needle well, housing vent, piezo, and unexposed portion of the soft cannula. These damages can be attributed to post use damages. The soft cannula was observed to be torn down to the eseal. It could not be determined when this damage occurred.